Event description:
Customer reported that occlusions were still occurring since the last call into customer technical support. There was no reported impact to the customer's blood glucose level. Customer declined to answer any questions, and no additional information was received regarding the outcome of the event.